Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed through the event logs. The most probable cause of the reported problem was fluid contamination found at downstream occlusion sensor area. The downstream occlusion seal found open at air detector side area and moderate bubble at center area. The downstream occlusion sensor was replaced.

Event description:
It was reported that there was a cassette error occurring during pre-test. However, it was found during the investigation that there was fluid contamination at the downstream occlusion sensor.